Event description:
Product problem: unable to retract jacket during deployment. The jacket broke during jacket retraction. Since the hooks were not exposed, the device was successfully removed and a second device was used. The case was aborted.